Event description:
It was reported that during a scheduled device check, multiple noise events were observed. Patient was asymptomatic. The patient did not receive any hv therapy related to the lead noise. The physician elected to continue to monitor the patient with regular follow-ups.